Manufacturer narrative:
Correction to h6 "type of investigation" of the initial report from "4114 - device not returned" to code "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the sheath separated completely from the needle which prolonged the therapeutic procedure by 10 minutes just to collect enough sample. The condition of the patient and outcome of the procedure were not impacted. No medical intervention was also required. The minor delay poses no additional risk to the patient. The customer also confirmed no part of the needle fell inside the patient.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.